Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. Based on the legal manufacturer¿s investigation, it is likely that the board of the video connector socket failed because the user connected the endoscope with strong force and applied strong impact. It is likely that this made the connection of the electrical contacts on the connector broken, communication between the endoscope and the video processor impossible, resulting in b31 error (scope communication err) and b30 error (scope communication err). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instruction manual states: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty video connector was found causing the reported issue. The b31 error was confirmed during the inspection. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a video system center was giving a b31 error even when using different scopes. The issue was experienced during preparation for a diagnostic procedure. There were no patient harm or injuries reported. No additional information has been obtained.